Manufacturer narrative:
Patient information was not provided. Device lot number was not provided. Expiration date and UDI could not be determined. As device lot number is unknown, manufacture date could not be determined. Livanova manufactures the protekduo cannula. The event occurred in (B)(6). The initial report indicated that the patient was suffering from covid-19 and was on anticoagulants, which can contribute to bleeding events. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. Covid patient, device not saved/returned.

Event description:
Livanova received a report through the theme clinical study that patient experienced blood loss from the right internal jugular insertion site of the protekduo connula while on ECMO support. Transfusion was required an 1 unit rbc was delivered in the morning and another 1 in the afternoon. The facility reported that heparin was delivered to the patient and bleeding was not noted in the following days.

Manufacturer narrative:
As the patient suffered from covid-19 and the event occurred more than 18 months prior to it being reported to livanova, the devices were not made available for investigation. However, it is known that covid-19 disease can contribute/lead to excessive bleeding when on anti-coagulation therapy. Taking this into account, the most likely root cause of the reported event is patient-related. Based on the available information, there is no indication that the protekduo cannula experienced any malfunction. Therefore, it cannot be ruled out that the issue was due to severe patient condition with the contribution of prolonged device usage. In addition, some bleeding at the cannula site is expected and planned during patient insertion and is expected when dilating. Dilation and cannulation is conducted by trained personnel as foreseen by device instruction for use. The lot numbers of the devices were not provided, thus DHR review cannot be performed. No other specific action was deemed necessary. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. H3 other text : device not returned, discarded by customer.